Manufacturer narrative:
Concomitant medical products: dtbb1q1 crt-d, implanted: (B)(6) 2017; 429878 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). The rv lead was also exhibiting oversensing/noise. A fracture of the rv lead was confirmed. Initially, the rv lead was programmed off and shortly after it was explanted and replaced. No patient complications have been reported as a result of this event.